Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding implant date, explant date and device has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reports left side potential rupture. Device remains implanted.

Manufacturer narrative:
Additional information: b.3, b.5, b.6, d.6, d.7, h.6.

Event description:
Additional information received: double capsule. Device has been explanted.